Event description:
The customer reported to olympus, during preparation for use, white balance issue was noted with the hd autoclavable camera head. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the image display was dark due to a faulty charged coupled device (ccd) and cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating that the reported issue occurred during preparation for an unknown procedure. Subsequently, the intended procedure was completed successfully with a similar device. The event is under investigation. A supplemental report will be submitted upon receiving additional information.